Event description:
Information received from the patient reported that they were losing the stimulation from their implantable neurostimulator (ins) in the right leg when they stood up. Also, the charge was not lasting as long and was not charging completely anymore. These issues had been happening since a fall on (B)(6) 2016. Additional information received on aug. 4, 2016 from the healthcare professional (hcp) that the patient had a loss of therapy and confirmed they had a fall the week prior which could be related to the issue. The patient's pain level in the hip and lower back areas had increased. It was not sure if this was new pain or the patient's chronic hip pain but it was reported that the ins device was not providing adequate pain relief. An x-ray taken turned out "negative for scs system issue." Follow up information received from the patient on aug. 16, 2016 reported that they had been to the emergency room twice and to their doctor for the issue. It was confirmed that their pain management doctor took x-rays. The patient's primary care provider ordered physical therapy with ultrasound and massage but it was taking "forever" to get into see them. The stimulation issue was not resolved. The indications for use for the implanted device were non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.